Manufacturer narrative:
Upon reviewing additional information from physician, it was noted that there was no rupture or seroma. Hence unreporting the previously reported rupture and seroma-late. Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observed. ¿ capsular contracture: unable to observed. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Upon reviewing additional information from physician, it was noted that there was no rupture or seroma. Hence unreporting the previously reported rupture and seroma-late.

Event description:
Patient later reported rupture, seroma, and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "pain, visible folding, and hardening of the capsule, my psychological suffering is currently extremely high, and capsular contracture, baker grade unknown. Patient additionally reported wrinkling. The device remains implanted.

Event description:
Healthcare professional confirmed left side seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, h.6